Manufacturer narrative:
The medical team reported this event to by most likely related to patient condition. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Gi bleeding is a known inherent risks associated with use of the device. Clinical factors that may have contributed to the reported event include anticoagulation therapy and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gi bleeding is a potential event that may be associated with use of the product. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the clinical study database that this patient was admitted to the hospital for treatment of anemia and suspected gastrointestinal bleeding.  The patient presented with a three week history of dizziness.  He was on coumadin for anticoagulation therapy.  Upon admission the patient was found to have decreased hemoglobin and hematocrit (h&h) levels.  There were no reports of alarms. The patient was subsequently transfused three units of packed red blood cells (prbc's) and commenced on an intravenous (IV) protonix drip and IV octreotide.  On (B)(6) 2014 a left internal jugular line was placed, the line was re-adjusted the following day due to poor positioning.  Esophagogastroduodenoscopy (egd) results performed on (B)(6) 2015 revealed a site with fresh blood in the 2-3rd portion of the duodenum; though no definitive bleeding site was found. The patient was transfused an additional two units of prbc's.  The following day protonix was discontinued.  The patient was discharged on (B)(6) 2015 with instructions to follow as an outpatient with gi for a capsule study and to resume coumadin for anticoagulation therapy.  No further information was provided.